Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, it is likely due to that high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that subject device had the plastic distal end cover burn. There were no reports of patient involvement.